Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 497 mg/dl and 125 mg/dl. 197 mg/dl and 105 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.